Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience pro everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, moderately calcified, mid left anterior descending artery. Predilatation was performed with a 1.5 x 12 mm balloon catheter at 12 -14 atmospheres. A 3.0 x 23 mm xience pro stent delivery system was advanced and the stent deployed successfully. Post-implant a dissection was observed at the distal edge of the stent. Another 3.0 x 15 mm xience pro stent was deployed to cover the dissection. There was no clinically significant delay in the procedure reported. No additional information was provided.